Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed during analysis. Analysis found insulation abrasion at 11.5cm to 12cm from connector pin. One cable was burned. Insulation abrasion was noted at 18cm from connector pin. Svc cables were exposed but etfe coating was normal. These abrasions are consistent with that of friction to the ICD can.

Event description:
This report is to advise of an event observed during analysis.